Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that multiple cartridges were leaking from the septum. Customer loaded a new cartridge to address the issue. Reportedly, the customer filled the cartridge while it was on the pump. Tandem technical support educated customer that fill the cartridge prior to loading onto the pump is off label per the tandem user guide. Customer's blood glucose level was over 600 mg/dl with moderate ketones. A manual insulin injection and a cartridge change was administered to address the elevated bg level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.